Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had an isotope study that showed a possible delay of delivery. The patient noticed a decrease in efficacy about six months prior to the report. It was noted that they were unable to aspirate via the catheter access port. The medications used within the system were dilaudid and bupivacaine. It was later reported that the patient¿s pump was replaced and their catheter was revised. The implanting physician completed the surgery and the pump was placed at minimum rate so that the managing physician could address dosing as deemed appropriate.

Manufacturer narrative:
Analysis of the pump revealed a deformed tube at the pumphead. Some portions of the pump appeared narrowed and flattened, and the outlet portion appeared bulbous and expanded. Analysis of the catheter revealed coring tears/cuts in the sutureless connector seal that possible caused occlusion. It was not misaligned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.